Event description:
It was reported that during an out of body test, saline was observed leaking from the recanalization catheter. There was no pt involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the first complaint reported to date for corporate lot number gfye3269, for this issue. The device was returned. Product packaging and label were not returned. What appears to be a cut in the outer catheter was observed from the strain relief. The complaint investigation is confirmed for a cut in the outer catheter, resulting in saline leaking from the location of the cut. It is unk whether procedural issues contributed to the reported event. It is unk whether the root cause for the cut in the catheter is manufacturing related.